Event description:
Pump reported to go into failure code 804:24 and stop pumping without alarm. The pump was infusing d5w and an unknown antibiotic in piggyback mode on a patient in the ICU. The pump was swapped out and no adverse outcome resulted.